Event description:
Healthcare professional reported "double capsule" and "prosthesis is intact but perspirating". This relates to the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "prosthesis is intact but respirating"

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ double capsule: unable to observe. ¿ gel bleed: not observed since no gel is out of the device and the weight is within specification. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "double capsule" and "prosthesis is intact but perspirating". This relates to the right side. Device was explanted and replaced.